Event description:
Nurse reported hospitalization due to low blood glucose. The paramedics were called because the customer could not talk or move. The blood glucose reading is 33 mg/dl. The insulin was overdelivered causing the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.